Event description:
An olympus field service engineer (fse) was performing routine preventive maintenance on the subject device. The fse found there were leaks from switch button #4 and the instrument channel. In addition, the image was found to be foggy. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling from the insertion section).

Manufacturer narrative:
Upon inspection and testing of the returned device, the coating on the insertion section was found to be peeled off due to deterioration. In addition, service confirmed there was leakage due to a cut on switch button #4 and a damaged instrument channel. Service also confirmed the image was blurry due to damage on the charge-coupled device (ccd) unit (breakage of the image sensor). In addition, service found leakage due to a deformed scope connector and control unit. The objective lens, the image guide protector, the grip, the control unit, the up/down plate, the angulation lever, the scope connector, and the light guide lens were dirty. The distal end had a dent, the bending section cover had a stain, the connecting tube was wrinkled, the image guide protector was scratched. The protector of the universal cord on the control section side and the protector of the universal cord on the scope connector side had discoloration. The universal cord was scratched, the electrical connector was corroded, the bending angles in the up/down directions were out of specification due to wear of the angle wire, the light guide bundle was broken, and the connecting tube had a dent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 20-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by physical stress, chemical stress, storage environment, or similar. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.